Event description:
It was reported that the insulin pump alarmed failed battery test even with new battery cap and battery changed. Customer's blood glucose was 160 mg/dl. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.